Event description:
Customer reported the alarm is not in working condition. Customer could not provide any more info. Customer did not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product found the nurse call light goes off when in the nurse call cable in the receptacle of the alarm is moved. The nurse call receptacle is loose and protrudes from the alarm case. (B)(4).